Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced, sending out a replacement pump with updated software. The customer will use mdi as backup therapy and was advised on steps to follow when the replacement pump is received, including instructions on using the g7 sensor and returning the malfunctioning pump within 10 days. Upon further review RMA was cancelled and a new RMA was created on a separate case.